Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited low impedance. The lead was not implanted. No adverse consequences occurred to the patient.